Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "broken cement restrictor inserter. Broken during use in a case". The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that 963206000, hardinge cem rest intro long has been broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces such as prying motions, or the application of excessive upward/downward forces while using the device. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the hardinge cem rest intro long would contribute to the complained device issue. Based on the investigation findings, the hardinge cem rest intro long has broken because of unintended use error caused or contributed to even, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a broken cement restrictor inserter. The instrument broke during use in a case. There were no patient consequences.